Event description:
Police officer received "apply pads" prompt after the defibrillation pads for the heartstream, semi-automatic external defibrillator were attached to the pt. The reponder unplugged the pads-defibrillator connector and plugged it back in. The responder continued to receive the "apply pads" prompt. The responder changed to another defibrillator and used the same defibrillation pads. He received the apply pads" prompt again. He switched back to the first defibrillator and applied a new set of defibrillation pads to the pt. A defibrillation shock was then successfully delivered.